Event description:
Customer reported kv on in error and regulator error messages. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery charger, filament regulator board, and battery pack. System operates as intended.